Manufacturer narrative:
(B)(4).

Event description:
According to the reporter, the needle disengaged from the device and fell into the patient cavity. The needle was retrieved. There was no unanticipated tissue loss. There was no unanticipated extension for incision by more than one inch. There was no unanticipated blood loss of 500ccs or more. There was no delay in surgical time of more than 30 minutes. To correct the condition, a new device was used and retrieved.